Manufacturer narrative:
(B)(4). The homechoice (hc) device for the reported issue was not returned to baxter for evaluation; therefore, the reported issue was unable to be confirmed. A device history was conducted and no issues were found during the manufacture of the device. Based on the available information, the cause for the reported issue was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA (B)(4).

Event description:
During troubleshooting for a caution negative ultrafiltration (uf) alarm, the home patient (hp) reported the drain volume reached 3469ml, fill volume 2000ml, uf -600ml. The technical service representative (tsr) offered to swap but the hp refused. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.